Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test at 0.0876 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer¿s blood glucose level was 200 mg/dl, 300 mg/dl, 400 mg/dl and 183 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with insulin pump. Based on customer¿s report customer did allege under delivery because she boluses and her blood glucose does not go down. The insulin pump will be and reservoir will not be returned for analysis.